Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system infection. There were no additional adverse effects reported. A revision has not yet taken place and was not yet scheduled.

Event description:
The system has subsequently been explanted. No additional adverse patient effects were reported.